Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope exhibited a loose connection issue that caused the display to switch between 2 dimensional and 3 dimensional. There were no reports of patient harm.

Event description:
No additional information received from customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a correction. Updated fields: b5, d8, d9, e1, g2, h2, h3, h6 and h11 corrected fields: g2 - report source. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dented outer tube. Based on the results of the investigation, the cause of the reported malfunction loose connection that causes the display to switch between two dimensional (2d) and three dimensional (3d) and the additional malfunction dented outer tube was traced to be a component failure. Date of event is unknown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.